Manufacturer narrative:
E1: initial reporter address - (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module turned off upon device power up in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d2a: common device name. D3: device manufacturer name. D4: unique identifier (UDI) #. The device was received for evaluation. During functional testing, the reported problem of 'turn off.' Was reproduced. A review of the event history log (ehl) revealed no evidence of 'improper shutdown' messages, which occur when all power to the pump is lost. The history log was retrieved from the pump that was received with the module. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the corroded battery contacts as a result of fluid damage. The wbm requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.